Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2018, and the patient was reimplanted with another cochlear device during the same surgery.